Event description:
It was reported that during device interrogation, vt episodes were observed and was noted that some ventricular beats fall into the atrial pacing period and a bp is delivered but not captured and then a new ventricular beat is detected. Atrial lead problem is suspected. Programming changes were made. The physician has decided to take no action. Device remains implanted. Patient condition is good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.